Event description:
The facility's biomed technician reported an infusion pump with an overinfusion. The overinfusion happened on the patient, with no patient injury or medical intervention needed. Saline was being infused at the time of overinfusion. The nurse administering the infusion programmed the pump to infuse at 100cc per hour, and counting the drips in the chamber, figured the pump was actually infusing at 425cc per hour. This was a primary infusion, and no details are available regarding the tubing used. The tubing is not available for evaluation. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.